Event description:
The customer alleged discrepant results when using the creatinine jaffe gen. 2 (crea) application for 4 patient samples when testing was performed on the cobas integra 400 plus. Initial and repeat testing were performed on the same analyzer. The initial results were reported outside the laboratory on all 4 samples. The physician questioned the results and testing was repeated on (B)(6) 2010. For patient 1 the initial crea result was 2.4 mg/dl accompanied by a data flag; the repeat result was 3.4 mg/dl accompanied by a data flag. For patient 2 the initial crea result was 3.7 mg/dl accompanied by a data flag; the repeat result was 5.4 mg/dl accompanied by a data flag. For patient 3 the initial crea result was 4.4 mg/dl accompanied by a data flag; the repeat result was 6.4 mg/dl accompanied by a data flag. For patient 4 the initial crea result was 0.7 mg/dl accompanied by a data flag; the repeat result was 1.1 mg/dl. No patients were adversely affected due to the event. The crea reagent lot number was 62705901. The field service representative was unable to determine an exact root cause for the event, but did state the reagent cassette might have been compromised. The reagent cassette was replaced and calibration and quality controls were performed. The field service representative performed absorbance photometer checks. Precision testing was performed and was within specification. He stated the analyzer was performing without issue and patient results correlate to expected results.